Event description:
It was reported that the ilet experienced loss of connectivity to the dexcom g7 while glucose data continued to display in the dexcom mobile app, and connection was restored after the user toggled sensor type from g7 to g6 and back to g7 and reentered the sensor code, consistent with a communication disruption between the cgm and the ilet receiver component. Symptoms included no reported adverse physiological effects. Outcomes included no change in clinical status, no medical intervention, and no hospitalization. Investigation included technical troubleshooting and user education performed by support personnel. Investigation of this case revealed a temporary communication issue resolved by software-based reconnection steps, consistent with intermittent signal loss between paired devices. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication disruption that resolved with standard reconnection procedures.